Event description:
Additional information received reported: the patient had concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. It was also reported the patient had appointments scheduled for (B)(6).

Event description:
It was reported, the patient experienced a loss of therapeutic effect and return of symptoms. The patient received the poor communication screen and was unable to make adjustments with the antenna attached. The patient believed his implantable neurostimulator (ins) had been turned off as his symptoms were coming back. The patient was able to communicate with the ins without the antenna and the patient programmer showed the ins was "on/ok." It was later reported, the patient initially had "good" therapy, but had been "rapidly declining" since. The patient experienced freezing and was unable to walk. The patient's stimulation was set at 0.5 volts and could not be increased due to the upper limit that was set. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 3389s-40 lot# va00cfp serial#, implanted: 2012 (B)(6), explanted: product type lead, (B)(4).